Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jun-2018 with the following findings: the pump's black box showed a pump reboot event after call service alarms on (B)(4) 2018. The battery compartment was found to be cracked. The battery cap was attached and then unscrewed a half turn with no power issues observed. The power complaint could not be duplicated during the investigation. The display screen was dim and discolored.